Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leakage at septum. On (B)(6) 2024, isolation plug leaks blood after nurse successfully punctures child's indwelling needle.

Manufacturer narrative:
1. The customer returned 1 photo and 1 actual sample. 1- the photo shows a small amount of blood leakage at the end of the septum. 2- the actual sample shows that the unit package is not opened, the sku is 383083, the batch code is 4081457. 3- the 800mm simulated clinical leakage test is performed on the sample, and no leakage is found at the end of the septum. 2. DHR/bhr review lot#: 4081457. 1- the products of this batch were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2- review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3- review the production records with no nonconformance, deviation or rework activities. 4- the plant has launched CAPA to investigate the leakage at the septum. 3. As the plant received similar complaints from other batches of products, 800mm simulated clinical leakage test was conducted on the retained samples of this batch, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. Conclusion(s): no abnormality is found in the production process and returned sample. The returned photo shows a small amount of blood leakage at the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.